Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Returned test strips evaluated noting black chemistry. Most likely root cause of black chemistry is due to improper storage.

Event description:
Customer complains of an e-3 error message. Customer states she feels well and does not require medical attention. The customer states the error message appears when the strip is inserted. Customer retested with a new strips and received a result of e-3.